Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, fluid was backing up into the tubing. The procedure was completed using a medtronic blower/mister. There were no pt effects. The product was discarded.